Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that in 2011, noise and anomalous capture values were observed on the atrial lead during the implant attempt. The lead was removed and replaced.